Event description:
Patient had a pca pump for pain control. The pump was plugged in and programmed. The pump turned off on its own. They could not get it to work. A different pump was set up for the patient.